Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported they were unsure the cause for the patient not hearing the active motor stall alarm. The actions and intervention taken to resolve the motor stall alarm was the pump would be replaced at a later date. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received that reported the pump was explanted and replaced on (B)(6) 2019. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving fentanyl and bupivacaine via an implanted pump. When asked for the dose and concentration, the patient stated that the dose and concentration states, "reservoir volume beginning of session 4.6 ml, current setting 20.0 ml, fentanyl 4,000.0 mcg/ml and secondary bupivacaine 30.0 mg/ml." It was indicated that the patient was not clear on what the dose and concentration was for which medication despite being asked for clarification. The indication for pump use was post lumbar laminectomy syndrome, spinal stenosis, and spinal pain. On (B)(6) 2019 the patient reported that she had been seeing error code 8476 (motor stall) on her ptm (personal therapy manager). She had been getting the error code for 4 hours today and had not been able to deliver a bolus because of it. The code first appeared on her ptm ¿yesterday at 6¿ and then she wasn¿t able to deliver a bolus until ¿yesterday around 8:30 or 9¿ due to the code. The patient had not heard the pump alarm; she had not recently had an MRI; and she didn¿t know if she had recently encountered a strong static magnet or other emi (electromagnetic interference). She stated that she was currently in another state visiting family and that she had been in the kitchen near microwaves and refrigerators, but stated she was not aware if she had been around any significant source of emi/magnet. She stated that she had not been anywhere around the kitchen last night during the overnight hours. No patient symptoms were reported initially. Additional information was received later the same day at which time the patient reported that she was experiencing pain and nausea and she was not on any oral medication. No further complications have been reported as a result of this event.